Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vbs w/balloon sm the balloon was punctured, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of vbs w/balloon sm in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for vbs w/balloon sm. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : DHR cannot be performed since the lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a percutaneous vertebroplasty (l1) treating centrum fracture. During the surgery, the balloon broke before it reached the required volume. Contrast medium was removed from the patient¿s body. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves one(1) device. This report is for (1) vbs w/balloon sm. This report is 1 of 1 of (B)(4).